Event description:
It was reported there was an under infusion of methotrexate (total bag volume of 508.3ml). The methotrexate was intended to infuse the 508.3ml volume over 23.5 hours. However, after 26 hours infusing medication was still remaining to be infused in the medication bag. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an under infusion of methotrexate (total bag volume of 508.3ml). The methotrexate was intended to infuse the 508.3ml volume over 23.5 hours. However, after 26 hours infusing medication was still remaining to be infused in the medication bag. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported issue of an under infusion of methotrexate was confirmed and reproduced during laboratory testing. The suspect pump module sn (B)(6) was attached to the received pcu sn (B)(6). The pump module was programmed with a test infusion at the reported rate of 21.63 ml/hr and volume to be infused (vtbi) 508.5 ml, and the test result measured the actual rate at 20.40 ml/hr (-5.56 percentage error). The specification for this test is + or - 5 percentage error indicating the device is out of specification. Alaris system maintenance (asm) rate accuracy task was performed showing a failed test with an ¿ 6 percentage error out of range. The internal inspection observed that the bottom-right bezel boss screw insert was protruding outwards creating a gap between the mechanism frame and the bezel assembly. Fluid residue was also found inside and around the screws and bezel, with corrosion on the top and the bottom of all screw bosses. A review of the logs showed the drug was confirmed as a methotrexate, the reported event is shown in the event logs of concomitant pcu sn/ (B)(6) on 17dec2024 at 11:41 am: infusion programmed with a vtbi of 508.5 ml, and a rate of 21.6383 ml/h, with the pvi of 60.94 ml. Infusion starts. At 11:42 am, the air in line alarm triggered, leading to multiple infusion restarts. The infusion was paused at 5:04 pm and restarted at 5:08 pm with device s/n (B)(6) (pvi: 177.093 ml). An occlusion alarm sounded at 6:41 pm, and the infusion was restarted at 7:11 pm. The infusion completed at 12:19 am (total primary volume infused: 576.469 ml). At 1:02 pm, the device channel was turned off. Bd alaris system user manual (v12.1) states: perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm (see inspection requirements on page 366). The device cases should only be opened by qualified personnel using proper grounding techniques. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Note to repair center: the pumping mechanism was disassembled during the internal inspection., please replace the bezel assembly (charge this only to dchu), also the bottom latch, the door latch and the sear including the spring, please ensure proper assembly and re-torque all screws to specifications. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd-partyparts found. Root cause: the root cause of methotrexate under infusion was confirmed and is attributed to a bezel boss screw insert that was protruding outward, causing a gap between the mechanism frame and the bezel assembly. Note that this report lists imdrf annex a0401, a0404, a1801, a040502, g04037, g0301201, g02017, g04067, g0405206, c07, c0601, d01, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.